Manufacturer narrative:
As no coverage of any vessel was reported, this event will be considered non-reportable and this medwatch report will be retracted.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following information was reported to gore: on (B)(6) 2020, the patient was being treated for stenosis within the renal vein using two gore® viabahn® endoprostheses. A asahi grand slam guidewire was used to complete the procedure the viabahn (22283464) was advanced to its intended location however, during deployment the device moved an unknown amount. An additional viabahn (22047427) was implanted for extension. Both stents were post dilated with an 8x40 pta balloon. After ballooning, a 6fr pigtail catheter was placed in the vein to perform an angiogram. Both ivus and the subsequent angiogram confirmed the stents were in the desired location. The pigtail catheter was removed, however upon removal both stents were pulled from the renal vein into the inferior vena cava. The stents then migrated into two different locations of the heart. Both viabahns were retrieved by a 25mm snare and pulled out of the body through a 24fr dyrseal sheath. The stents reportedly looked to be undamaged and it was determined by the physician that nothing was left behind in the patient¿s body. Another viabahn was used to complete the case. The patient tolerated the procedure.